Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lump and fluid.

Event description:
Healthcare professional reported a right side peri implant fluid." Patient reported "lump and fluid on the right side." Patient additionally reported the following events which are not device related "migraines every day, they are not feeling well all the time, dizzy spells, and joint pain." Device remains implanted.